Event description:
2025-dec-22: information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller said the patient is hospitalized because of "this procedure". The caller said they are having a hard time getting in contact w/ the healthcare provider (hcp). Caller said they needed to answer the call they were getting and will call back. 2025-dec-30: additional information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was to report that on the patient fell off the toilet and hit her head and her blood pressure was super low and they had to call an ambulance and patient was taken to the ER. Caller said that from the fall experienced jaw pain. Caller said that patient does have orthostatic hypotension. Caller then said that the following sunday, patient was sitting on the floor and patient's face was turning red and said that it was hurting, pulling down near her vaginal area and said it hurts. When asked, caller said that stimulation was turned down to 0.3 and later while patient was in the hospital was turned completely off and hasn't been turned back on. Caller said that even with stimulation turned off the patient's blood pressure is all over the place and they are trying to raise the blood pressure with meds three times a day which patient is now off of because the pain is so bad. Caller did mention patient on different medications and one was trasadone which patient discontinued several days ago. Caller said that patient was taken to 3 different hospitals, was discharged and did have x-rays performed there. Caller said initial assessment indicates no changes to implant however patient's implanting physician has not yet viewed the images. Patient went to a 2nd hospital as patient's lower blood pressure number was too high however was transferred to a 3rd hospital. Patient was discharged from the 3rd hospital and is waiting to hear back from the neurologist. Caller said that patient's blood pressure is still all over the place. Caller mentioned that two summers ago, patient has had diverticulitis in the past and was clawing at her clothes and some medicine was just jacking up her gut and blood pressure went up to 200. Caller said that when patient is in pain, patient's blood pressure goes up. Caller asked for direction on next steps. Reviewed therapy information and adverse events. Agent suggested keeping stimulation turned off until medical evaluation from managing physician. Caller said that patient was up every hour last night having to void. Caller said that is waiting to speak to managing physician for implant later today. Caller also has been in contact with neurologist regarding blood pressure fluctuations and also having a virtual appointment today with patient's primary care physician. The patient was redirected to their healthcare provider to further address the issue. 2026-jan-08: additional information was received from the patient-rep. They reported that 4 days after being implanted the patient passed out on the toilet. Seven days later their blood pressure was 230/90 something. Patient¿s device has been turned off and they are working with the healthcare provider (hcp). They stated that the vaginal area hurts and asked if this is a common occurrence. They were redirected to the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.